Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported information does not indicate a potential manufacturing issue. In this case, the paravalvular leak was most likely the result of the reported higher than targeted positioning of the valve.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported paravalvular leak (pvl) that required reintervention could possibly be related to patient anatomy and/or implant position. Positioning is dependent on patient anatomy as well as user technique. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel and compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. The root cause for this report could not be established from the information available. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following deployment of this transcatheter bioprosthetic valve, the valve was placed higher than the targeted site resulting in moderate paravalvular leak (pvl). A second valve was successfully implanted valve-in-valve resolving the pvl. No adverse patient effects were reported.